Manufacturer narrative:
The explant date was provided. Upon receipt, the lead under complaint was found cut approximately 57.5 cm and 63.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The rv shock coil was missing on the lead body. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal lead fragment the insulation was found damaged. This damage can be considered as the root cause of noise which led to vf detection as mentioned in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - a clinical complaint is being submitted for this lead due to noise that resulted in detection in the vf zone. This finding was discovered via the (B)(6). The patient will be scheduled for a lead replacement in the near future.